Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. The following information was requested, but unavailable: when did the suture release from the needle (while in the package / during dispensing / during preparation / during use)? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported a patient underwent an unknown procedure on an (B)(6) 2018 and suture was used. Surgical thread released from the needle. No patient consequence

Manufacturer narrative:
Product complaint # (B)(4). Additional information: investigation summary: it was reported a needle pull off. An empty opened overwrap, a dispensed suture and a detached needle of product code 1129t, lot # ak6499 were returned for analysis. During the visual inspection of the needle, the swage and attachment area were as expected. The barrel hole of the needle was examined under 20x magnification for suture remnant and it was observed that the remnant slightly protrudes from the needle hole. Marks on the edge of the needle that appears to be by the use of a surgical instrument was observed. This condition caused the needle pull. The suture was examined along of strand and the end suture was damaged (cut) that appears to be by the use of a surgical instrument. In order to avoid this kind of damage the packages insert: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. According the condition of the sample received, the assignable cause of the needle pull off suggest an improper handling of the sample.